Event description:
Complaint received from clinician that alleges "bent when he fell- and having ankle problems was not able to feel his foot as a result of the fall". Questionnaire was not received from clinician and/or patient. Device not returned to manufacturer for evaluation. No indication event caused or contributed to permanent impairment or death. No indication device caused or contributed to the event.